Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery and mesh was implanted. No details are provided regarding this surgical procedure. It was reported that the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
(B)(4).: it was reported that the patient underwent a hernia repair surgery on 3/11/2016 and physiomesh was implanted. It was reported that patient underwent mesh removal on 5/12/2017 due mesh failure and hernia recurrence. It was reported that following insertion the patient experienced pain. No additional information was provided.